Event description:
The consumer stated that she experienced a kidney infection after using incontinence pads. The consumer stated that she opened a package of pads and smelled an abnormal scent. After usage of the second package in the box, she experienced irritation of her labia area and painful urination. Her urine later turned brown and she experienced burning in her uterus and rectum. She visited her physician on (B)(6) 2013 and was diagnosed with a kidney infection. She was prescribed levaquin for 10 days. She has since discontinued use of the product and feels better.

Manufacturer narrative:
Device history record is under review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report